Event description:
It was reported to philips that the device experienced a system failure when turning it on. The device was sent in for bench repair to evaluate the reported issue. Upon evaluation of the device after checking the hardware error log, the reported issue was confirmed and the cause was traced to a faulty therapy pca or the pca processor. The parts were ordered for replacement to resolve the noted issue. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca and the processor pca. The defective parts were confirmed shipped and delivered for replacement to resolve the noted issue. After follow-up, it was confirmed that the only part that was needed to be replaced was the therapy pca in the end. With this replacement the device functions as it should. They had to order both the processor pca and the therapy pca due to the fact that the manual said that both of them could be the reason of the failure the device had. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a system failure when turning it on. There was no patient involvement.